Event description:
It was reported via legal documentation that a patient had a right knee procedure on (B)(6) 2012 and then it was revised on (B)(6) 2019. Patient required revision surgery for issues including but not limited to joint pain, joint swelling and stiffness, tissue damage, polyethylene wear, osteolysis, synovitis, fracture of the tibial component, failure of the polyethylene insert locking mechanism.

Manufacturer narrative:
D10: concomitant devices: 04241 203-96-10 - (11-2325) stryker 2000 90x13mm .050" 1.27mm. 1921191 201-78-10 - holding pin headed long 2 pack. 1937255 201-78-10 - holding pin headed long 2 pack. 2301788 201-78-15 - holding pin mini sharp point 4 pk. 2482444 204-04-44 - trapezoid tibial tray sz 4f/4t. 2487745 200-02-35 - three peg patella 35mm. 2490745 234-03-04 - optetrak asy,ps cemented femoral, sz 4. 2w531 203-96-01 - (11-2222) saw blade new stryk (.050). 04241 203-96-10 - (11-2325) stryker 2000 90x13mm .050" 1.27mm. H7: recall number (z-0019-2022). H3: the revision reported was likely the result of prosthesis wear of the tibial insert. The cause of prosthesis wear is generally a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors. However, this cannot be conclusively determined with the information provided.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, disassembly, and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, fracture, and disassembly could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected health effect, medical device and investigation clinical codes.